Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) , the cs300 intra-aortic balloon pump (iabp) unit seized hardware on safety disk. There was no patient involvement.

Manufacturer narrative:
Updated fields: b4,d9,e1(site country),g3,g6,h2,h3,h4,h6(type of investigation, investigation findings, investigation conclusions),h10,h11. Corrected field: h6(health effect ¿ clinical code, health effect ¿ impact codes). It was reported that during preventive maintenance (pm) the cs300 intra-aortic balloon pump (iabp) had a saline ingress which caused crm screws to seize. There was no patient involvement and no harm reported. A getinge field service engineer (fse) evaluated and replaced (d997-00-0986-01) crm, assembly. The fse completed pm with full calibration. The unit passed all functional and safety tests to factory specifications. The unit was cleared for clinical use. Fat was able to verify the reported issue of the saline spill causing the crm to be seized to the safety disk. Retaining the part in the failure analysis and testing department per procedure number 0002-07-d008 rev. Ap.

Event description:
N/a.